Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced stomach infection coincident with use of the homechoice for peritoneal dialysis (pd) therapy. The patient was hospitalized for the event for 32 days. Two weeks after release from the hospital, the patient was hospitalized again. The cause and patient treatment for this event was not reported. At the time of this event, patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.